Event description:
As reported, a 12×60 powerflex pro percutaneous transluminal angioplasty (pta) balloon was used for dilation, and the balloon ruptured even though the rated burst pressure had not been reached. The balloon was withdrawn, and a new balloon was used to continue treatment, followed by placement of a dedicated iliac vein stent. There was no reported injury to the patient. The product was properly stored and handled according to the instructions for use (IFU). No issues were reported during unpacking, including removal from the hoop, balloon cover, stylet, or sterile packaging. No kinks or damage were noted prior to use. The device was prepped per IFU and functioned normally with maintained negative pressure. The procedure targeted iliac vein stenosis with 80% narrowing, no calcification, and no vessel tortuosity. The device was not used for a chronic total occlusion (cto). There was no resistance or friction during insertion through the rotating hemostatic valve or guide catheter, and no difficulty advancing or crossing the lesion. The catheter was not in an acute bend and did not kink during use. The contrast-to-saline ratio was 50%. The patient was being treated for an iliac vein compression. The ruptured balloon has been retained and can be returned to the company.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 12×60 powerflex pro percutaneous transluminal angioplasty (pta) balloon was used for dilation, and the balloon ruptured even though the rated burst pressure had not been reached. The balloon was withdrawn, and a new balloon was used to continue treatment, followed by placement of a dedicated iliac vein stent. There was no reported injury to the patient. The product was properly stored and handled according to the instructions for use (IFU). No issues were reported during unpacking, including removal from the hoop, balloon cover, stylet, or sterile packaging. No kinks or damage were noted prior to use. The device was prepped per IFU and functioned normally with maintained negative pressure. The procedure targeted iliac vein stenosis with 80% narrowing, no calcification, and no vessel tortuosity. The device was not used for a chronic total occlusion (cto). There was no resistance or friction during insertion through the rotating hemostatic valve or guide catheter, and no difficulty advancing or crossing the lesion. The catheter was not in an acute bend and did not kink during use. The contrast-to-saline ratio was 50%. The patient was being treated for an iliac vein compression. The ruptured balloon has been retained and can be returned to the company. The device was returned for analysis. A non-sterile unit of ¿powerflexpro 12mm6cm 135¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough inspection was performed observing an axial burst on the ballon. No other outstanding details were observed. Functional testing was not performed due to the condition as the unit was received. The balloon was inspected with a vision system observing an axial burst. The balloon surface presented evidence of elongations and secondary scratch marks located near the damaged border area. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks and elongations on the surface could probably lead to the damaged condition found on the received device. It seems that the material near the damaged area was affected by a sharp object from the outside of the device. Based on the visual findings and the clinical details, the reported ¿balloon burst at/below rbp¿ is most consistent with external mechanical damage sustained during advancement or upon inflation at the lesion. The axial tear, along with the clearly defined scratches and elongations adjacent to the failure site, indicates contact with a sharp or abrasive external surface that compromised the balloon material, although a definitive root cause cannot be established. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ the information available nor product analysis suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a 12×60 powerflex pro percutaneous transluminal angioplasty (pta) balloon was used for dilation, and the balloon ruptured even though the rated burst pressure had not been reached. The balloon was withdrawn, and a new balloon was used to continue treatment, followed by placement of a dedicated iliac vein stent. There was no reported injury to the patient. The product was properly stored and handled according to the instructions for use (IFU). No issues were reported during unpacking, including removal from the hoop, balloon cover, stylet, or sterile packaging. No kinks or damage were noted prior to use. The device was prepped per IFU and functioned normally with maintained negative pressure. The procedure targeted iliac vein stenosis with 80% narrowing, no calcification, and no vessel tortuosity. The device was not used for a chronic total occlusion (cto). There was no resistance or friction during insertion through the rotating hemostatic valve or guide catheter, and no difficulty advancing or crossing the lesion. The catheter was not in an acute bend and did not kink during use. The contrast-to-saline ratio was 50%. The patient was being treated for an iliac vein compression. The ruptured balloon has been retained and can be returned to the company.